Event description:
A customer contacted stryker to report that their device had illuminated its service led and did not record a shock upon reviewing code summary. Upon inspection, it was observed that the device had logged an event code which can be related to a failure of the device to deliver defibrillation energy. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Section a1, patient identifier of the initial medwatch report indicates none section a1, patient identifier of the initial medwatch report should indicate blank section b5, executive summary of the initial medwatch report indicates a customer contacted stryker to report a non critical issue with their device. Upon inspection, it was observed that the device had logged an event code which can be related to a failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event. Section b5, executive summary of the initial medwatch report should indicate a customer contacted stryker to report that their device had illuminated its service led and did not record a shock upon reviewing code summary. Upon inspection, it was observed that the device had logged an event code which can be related to a failure of the device to deliver defibrillation energy. There were no reports of adverse effects to the patient as a result of the reported event. Section f10 / h6 , health impact code of the initial medwatch report indicates no patient involved section f10 / h6 , health impact code of the initial medwatch report should indicate no health consequences or impact stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Though stryker requested some patient information, stryker will not request any information which can identify, directly or indirectly, a person to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council.

Event description:
A customer contacted stryker to report a non critical issue with their device. Upon inspection, it was observed that the device had logged an event code which can be related to a failure of the device to deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the event code. No defibrillation issue was observed. After clearing the event code and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.